Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that when the battery went low, she thinks the pump delivered all the insulin in the reservoir. Caller was driving at the time of the event. Customer did not know what her bgs are. After troubleshooting the customer doesn't have any concerns of a delivery issue. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.